Event description:
The user was experiencing a constant noise and a sound like a _mosquito squeak_ with the device. Therefore, the user needed more volume to hear properly. However, when the volume was increased the user started to suffer from headaches. The user has been re-implanted (date unknown). The device has been requested already but with no reply.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient reports disturbing sounds when using the device. Reportedly six channels have been disabled due to fluctuating impedances. It seems that damage to the active electrode likely due to minute device mobility, is causing the reported issues. However, to determine an exact root cause a device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient reports disturbing sounds when using the device. Reportedly six channels have been disabled due to fluctuating impedances. It seems that damage to the active electrode likely due to minute device mobility, is causing the reported issues. However, to determine an exact root cause a device investigation of the explanted device would be necessary. A re-implantation surgery is considered but not scheduled yet.

Event description:
The user is experiencing a constant noise and a sound like a 'mosquito squeak' with the device. Therefore, the user needs more volume to hear properly. However, when the volume is increased the user starts suffering from headaches.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing a constant noise and a sound like a 'mosquito squeak' with the device. Therefore, the user needs more volume to hear properly. However, when the volume is increased the user starts suffering from headaches.